Manufacturer narrative:
G4: 14jul2020 b4:(B)(6)2020. The device was evaluated by a philips service technician and the customer declined repairs. The customer decided not to repair the device and scrap the device. The customer decided to not repair the device as the repairs were extensive. The customer decided to scrap the device and remove it from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05jun2020.

Event description:
The customer reported that the ventilator would not turn on. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred.